Event description:
Customer's father reported via phone, initially called because customer has been experiencing high blood glucose and during troubleshooting customer mentioned the vibrator hadn't been working for two weeks. Troubleshooting for high blood glucose was concluded with the device was working as designed. Due the device not vibrating the device was being replaced. Customer's blood glucose was 11.0mmol/l. Troubleshooting for vibrating anomaly was not performed. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.